Event description:
It was reported that during routine follow-up the pulse generator lost telemetry during interrogation. The device was reinterrogated successfully, but lost telemetry again. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.